Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on the manufacturer's acceptance criteria. Samples are not expected to be returned for evaluation. Attempts to obtain add'l info have been made. No new info has been rec'd. (B)(4).

Event description:
An optometrist reported that a patient underwent bilateral prk (photo refractive keratectomy) enhancement. The patient has had dry eyes since the enhancement. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.